Event description:
It was reported that when the patient presented to the hospital after receiving a vibratory alert. Episodes of oversensing were observed. Programming changes were made. The patient was in good condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.